Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit was over pressurizing past set limit during a lap-chole (abdomen). There was no patient injury or medical intervention associated with this event.

Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, d9, d10, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the reported event could not be reproduced and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.